Event description:
The customer contacted baxter's technical service center regarding a check final line (cfl) alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 3. The home patient (hp) said that she had incorrectly connected the heater and last fill bag and they changed the bags during therapy. The baxter technical service representative (tsr) explained about not reconnecting the supply bags during therapy. The tsr assisted to end therapy and advised to let the registered nurse (rn) know about reconnecting solution bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and she completed therapy successfully the next day with new supplies. She would discuss the situation with her nurse about reconnecting supply bags during therapy. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.